Manufacturer narrative:
The device was not returned to ventec for evaluation. The distributor who reported the event did obtain the removed active patient circuit that had been identified as the potential cause of the reported issue and return it to ventec for evaluation. Upon evaluation of the returned active patient circuit, ventec observed that the multilumen tubing was damaged and showed signs of having been manipulated aggressively. For example, being tugged/pulled on or caught during movement of the ventilator. As a result, the tubing was torn adjacent to the trilumen connector. The observed tear was deep enough to perforate the drive line lumen, and with a slight leak in the drive line the ventilator would have needed to compensate which would have resulted in the reported fluctuation of patient pressures. Based on the information available and the observed physical damage to the returned active patient circuit, it's reasonable to conclude that the likely cause of the reported lower peep (positive end expiratory pressure) than set was user error. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set. There was patient involvement associated with the reported event; however, there were no reports of harm to the pediatric patient as a result of the reported issue. The patient's caregiver replaced the active patient circuit being used which appeared to resolved the reported issue. No further details about the patient or the event were provided.